Manufacturer narrative:
Trackwise (B)(4) updated fields: b4, g3, g6, h2, h3, h6, h11. Corrected field: d1. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic radial artery harvesting procedure with vasoview hemopro 2 evh system, it was reported that the device was intermittently working. It was ¿relentless.¿ this occurred after 2-3 successful activations into the case then it ¿just kept shutting down.¿ the power supply would beep for 3-5 seconds then energy delivery to the jaws would stop while still activating the device. The power supply, adapter cable, and extension cable were swapped out without improvement. The case was completed with the original hemopro 2 device. There was no damage to the radial artery conduit or patient. There was a procedural delay while swapping cables and waiting for components.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, d9, e2, e3, g3, g6, h2, h6, h11.

Event description:
The hospital reported that during an endoscopic radial artery harvesting procedure with vasoview hemopro 2 evh system, it was reported that the device was intermittently working. It was ¿relentless.¿ this occurred after 2-3 successful activations into the case then it ¿just kept shutting down.¿ the power supply would beep for 3-5 seconds then energy delivery to the jaws would stop while still activating the device. The power cord, adapter were changed out without improvement. Then power supply was changed out and issue was fixed. The case was completed with the original hemopro 2 device. There was no damage to the radial artery conduit or patient. There was a procedural delay while swapping cables and waiting for components.